Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the ICD exhibited oversensing episodes. Programming changes were recommended. The patient was fine.